Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the wire in the handle broke, and the spring dislodged while deploying the clip. Although the clip was deployed, it remained attached to the catheter. The physician had to detach the clip by positioning the scope at the fulcrum and flexing the scope. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h11: the device was not returned; only media inspection was provided. A media inspection revealed an attached image showing the kinked control wire. No other problems with the device were noted. Based on the image provided by the customer, it appears the physician experienced difficulties during clip deployment, resulting in the control wire bending. Contributing factors may include excessive force during deployment, use of pliers to pull the control wire, and other procedural aspects such as angulation and technique. Based on all gathered information, the probable cause selected is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the wire in the handle broke, and the spring dislodged while deploying the clip. Although the clip was deployed, it remained attached to the catheter. The physician had to detach the clip by positioning the scope at the fulcrum and flexing the scope. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.